Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during prime. Blood glucose value was at the time of the incident is unknown. Customer's blood glucose at the time of the call was almost 600 mg/dl which was treated with manual injection. The mother confirmed that the insulin pump was not bumped or dropped but the drive support cap was protruded. Troubleshooting for high blood glucose could not be done due to the error alarm. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The drive support disk was inspected and no anomaly was noted. No damage on the keypad traces was noted. Unable to verify the compromised force sensor system alarm or perform functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating current test due no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.